Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was not working. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was received for evaluation. The device was visually inspected and functionally tested. The reported malfunction was identified to be an f-38 alarm. The cause was determined to be inoperative force sensing resistor's (fsr). The fsr's were replaced to correct the reported malfunction. The pump passed all tests and was returned to the customer in working order.